Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had an infection, and surgical intervention of explant surgery was planned to take place. At this time, it is unknown if explant surgery took place due to manufacture representative was not present.

Event description:
Additional information was received stating that the erosion was at the occipital lead site. Surgical intervention took place where the system was explanted to address the issue. Additionally, there was no infection, and the wound has fully healed. Therefore, there is no indication the ipg caused or contributed to the erosion, and there were no known allegations of deficiencies against the device.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - there is no indication the device caused or contributed to the issue as erosion was at the lead site. Decision is not reportable.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.